Event description:
It was reported that a skin irritation causing redness and swelling had occurred while wearing the pod between 24 and 36 hours. Patient met physician virtually and was prescribed topical antibiotics and cortisone cream.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.